Event description:
It was reported that after being in hot temperatures, a malfunction alarm occurred. The customer continued to use the current pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.